Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The guide wire is broken and shows typical fretting marks indicating that the device was used in a misaligned position. The device even was sheared off due to a long and excessive force effect. All indications point to the fact that a lateral mechanical overloading situation and misalignment during surgery caused a bending of the guide wire and finally the edges of the reamer cut the wire. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. No abnormal findings were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was returned to manufacturer for review/investigation on january 13, 2015. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records was conducted. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the k-wier broke during reaming with a dynamic hip system reamer. A two hour surgical delay was reported. This report is 1 of 2 for (B)(4).